Manufacturer narrative:
The 00mlx light source was returned for evaluation: failure analysis: evaluation identified physical damage throughout the unit, including the mirror holder. Damaged mirror holder would prevent proper heat mirror function, leading to the issue of overheating. Root cause: the reported complaint is confirmed. The device is in used condition with damage to the mirror holder due to rough handling/environmental damage. Damaged mirror holder would prevent proper heat mirror function. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the xenon lightsource (00mlx) was getting really hot. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.